Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with hematoma and eventually eroded through the skin exposing the pacemaker. The system was removed, and a new system was placed on the right side. The right sided system was placed first, under sterile conditions, with no complications. The left sided pacemaker and leads were then removed, under sterile conditions, with no complications. The patient was stable before, during, and after the procedure.